Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
On 01/03/2024, the following additional information was obtained: intuitive surgical, inc (isi) followed up with the site's nurse and obtained the following additional information regarding the reported event: the initial reporter stated that the instrument was checked prior to use. No damage was noted out of the ordinary. The instruments did not collide. No fragment fell inside the patient's anatomy.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have a damaged teflon pad at the distal end. All pieces of the teflon pad were returned with the instrument. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer-reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace instrument's teflon pad fell off. There was no report of a fragment falling into the patient. No known impact or patient consequence was reported. The procedure was completed with no reported injury.